Event description:
It was reported that during a ptca/stent procedure, while working in the proximal lad that was not tortuous and had no calcification, the balloon ruptured at 8 atm. The stent was not adequately deployed and a balloon catheter was used to expand the stent; however, this was unsuccessful. A dissection was observed and the pt was sent to the operating room and the vessel was bypassed. The pt did fine during and after the surgery.